Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user's report was confirmed. The water tightness was not maintained due to holes discovered in the distal end of the unit. Additionally, as noted, the adhesive part of the lighting lens was peeling off. There was also notable wear and tear on both the grip as well as the insertion part of the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus evis lucera duodenovideoscope due to an air/water leakage issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive part of the lighting lens had peeled off, causing a gap. This report is being submitted to capture the damaged adhesive discovered during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 15-feb-2022 investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event is due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing since the device. Olympus will continue to monitor field performance for this device.